Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint samples could not be performed as they were not returned for evaluation. The user did not indicate the mvi coil (s) were the cause of the incident. The root cause of this complaint cannot be determined. The device history was reviewed and did not reveal any abnormal discrepancies or non-conformances. Additional information: lot number 130311h9 and expiration date: 08/11/2018.

Event description:
(B)(4).